Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a proglide device after a peripheral interventional procedure using a 6f sheath. The tissue was heavily scarred at the access site. Reportedly, resistance was noted during removal and the device separated at the guide. A cutdown of the vessel was performed to remove the separated portion of the device and surgically sutured closed. There was no adverse patient sequela; however, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.